Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's (pt) wireless recharger (wr) is not functioning. The caller was not with the pt. The caller notes that the pt's caretaker indicated that starting a week ago, the wr would periodically turn itself on while on the dock and start to indicate it was searching for the ins and would then stop. The caller states that as of today, the wr will not power on or doing anything even while on the dock. The caller had caretaker confirm green light is on the dock and that there was no visible damage to the prongs on backside of the wr, these appear to be normal and green light is displaying on the dock. The wr will be replaced. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer (con), reported the cause of the recharger issue wasn¿t determined. A replacement recharger resolved the issue.